Manufacturer narrative:
On february 26, 2025, mentor received the following information from the u.s. Food and drug administration reported by the patient. The patient reported being diagnosed with rheumatoid arthritis and also experienced, breast implant illness, hair loss, autoimmune deficiency, deformity, and masses on the neck, thyroid, and groin areas. Per the above, the following field was updated: reporter also sent report to FDA? Yes. Reason for device explant and/or reoperation: autoimmune disease. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 04, 2024, mentor was notified that the patient was scheduled for bilateral breast implant removal without replacements on (B)(6) 2024. Date of explantation: (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture, cutaneous contour deformity, generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On(B)(6), 2025, mentor received information that indicated that only the left breast implant was observed to be ruptured when the implants were removed. As this file is for the right device, ruptured coding is no longer applicable to this file. Reason for device explant and/or reoperation: suspected rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 275cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported experiencing headaches/migraines, joint pain, fatigue, pain on left sternum, depression, skin issues, hyper/hypo pigmentation, attention deficit disorder, brain fog, lethargy, connective tissue disease, lymph nodes issues, anxiety, blood pressure issues, irritable bowel syndrome, constipation, dry eye, weight gain/loss, and rheumatoid issues. It was also indicated the patient was diagnosed with ehlers-danlos syndrome (eds) in addition to a ruptured left breast implant using mammogram and magnetic resonance imaging. The imaging was only performed on the left side. During a consultation with a medical professional, the patient was noted to have right breast rippling and was suspected to have a ruptured right breast implant as well. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis.

Manufacturer narrative:
On may 07, 2025, the mentor analysis lab received the suspect medical device for evaluation. On may 30, 2025, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Manufacturer¿s reference number: (B)(4).